Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic valve implantation procedure, temporary pacing was initiated. The patient developed shortness of breath and acute dyspnea with an associated decreased blood pressure and oxygen saturation. Following deployment of the valve, the patient was noted to be in complete heart block (chb). At the end of the procedure, an intravenous fluid bolus was administered and the pacing wire was required to be left in place. Later on the same day, a dual chamber permanent pacemaker was implanted which resolved the chb. In the overnight hours, the patient developed hypoxia as the arterial blood oxygen saturation decreased to the 70% range. The patient's oxygen requirements increased; therefore, supplemental oxygenation and diuretic medication was administered. The hospital stay was prolonged due to the hypoxia. Six days after the valve implant procedure, the hypoxia resolved and the patient was discharged to home without the need for continued support of supplemental oxygenation. Of note, the patient had pre-existing interstitial lung disease due to asbestos exposure and was planned to start medical treatment with tumor necrosis factor-alpha inhibitor. Additional information indicated the hospitalization was prolonged also as result of the complete heart block. Additional information indicated that the hypoxia event was related to a heart failure event as the patient exhibited symptoms due to heart failure on presentation. As reported, there was objective evidence of new or worsening heart failure. The patient additionally received treatment specifically for heart failure.

Event description:
It was reported during a transcatheter aortic valve implantation procedure, temporary pacing was initiated. The patient developed sh ortness of breath and acute dyspnea with an associated decreased blood pressure and oxygen saturation. Following deployment of the valve, the patient was noted to be in complete heart block (chb). At the end of the procedure, an intravenous fluid bolus was administered and the pacing wire was required to be left in place. Later on the same day, a dual chamber permanent pacemaker was implanted which resolved the chb. In the overnight hours, the patient developed hypoxia as the arterial blood oxygen saturation decreased to the 70% range. The patient's oxygen requirements increased; therefore, supplemental oxygenation and diuretic medication was administered. The hospital stay was prolonged due to the hypoxia. Six days after the valve implant procedure, the hypoxia resolved and the patient was discharged to home without the need for continued support of supplemental oxygenation. Of note, the patient had pre-existing interstitial lung disease due to asbestos exposure and was planned to start medical treatment with tumor necrosis factor-alpha inhibitor.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the hypoxia event was related to a heart failure event as the patient exhibited symptoms due to heart failure on presentation. As reported, there was objective evidence of new or worsening heart failure. The patient additionally received treatment specifically for heart failure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the hospitalization was prolonged also as result of the complete heart block.